Event description:
Pt undergoing a voiding cystourethrogram (vcug). Upon completion of procedure, physician unable to deflate the catheter balloon. Catheter was removed without surgical intervention or injury to pt.